Event description:
It was reported to medtronic minimed that the customer found the old pump and wants to return. The customer reported no adverse event. Troubleshooting was performed. The event involved product(s) mmt-1885a. After product analysis, physical damage (crack or scratch) on the pump related to the retainer ring, pump error 63, critical pump error found. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump. Mmt-1885a was requested and customer returned the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a critical pump error (open book image) alarm. Pump was also received with a missing reservoir tube o-ring and a missing retainer. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 12/08/2023 to 02/12/2024. There was no data available to verify unexpected pump error(s)/alarm(s) noted 2 days prior to the event date of 26-jan-2025. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms on (B)(6) 2024 12:58:50.000 according in the detailed trace file/error log file. As per global logic analysis, pump error 63 alarms (line number 2318 file number 49 & line number 707 file number 2006), suspected on hw. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Unable to lock a test p-cap into the reservoir compartment due to a missing reservoir tube o-ring and a missing retainer. The following were also noted during visual inspection: a cracked keypad overlay, a scratched case and a serial number label fading. Retainer ring damage (a missing reservoir tube o-ring and a missing retainer) and reservoir unable to lock into place were confirmed. Unable to perform the required testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Pump error 63 alarm, suspected on hw. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.